Manufacturer narrative:
Section h10: (h3) per capa2019-44, the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a case, after drilling the tip of the tri drive fell apart on the back table. It appears as though the spring-loaded component has failed. No parts or pieces of the device fell into the patient wound site, the driver broke on the back table after drilling. Patient was last known to be in stable condition following the event. Device to be returned.